Manufacturer narrative:
Device will not be returned for eval. A f/u report will be filed if more info becomes available.

Event description:
It was reported that sheath was inserted following the regular insertion technique. On removal of guidewire & dilator, blood "squirted" out of the sheath hub with force. Nursing sister attending procedure was squirted in the face with blood. There were no reported pt complications as a result of this occurrence.